Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the light blue (mainbody) and the dark blue (female connector) of the twist clamp on a minicap extended life pd transfer set. This caused the patient to be unable to disconnect from the cycler after automated peritoneal dialysis (pd) therapy. The patient had to clamp the transfer set tubing and cut the cassette tubing, then go to the clinic where the transfer set was changed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One actual sample was received for evaluation with a white luer adapter connector to the female connector. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The white adapter was hand removed from the female connector. The reported condition was verified. The cause of the condition is related to inadequate solvent application to the set during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.